Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111131 - the dentist reported that 1 month after the dental implant was installed in patient's mouth it was verified its non-osseointegration . Immediate load was not performed.